Event description:
The facility rep reported the following: the pump was set at 11:30 pm to infuse 75cc/hour (total volume to be infused 1000cc). The pump alarmed at roughly 1:30 am and noted air in tubing with the bag of fluid empty. The pump stated there was 899 cc left in bag to be infused. Although baxter attempted to obtain info, details were not available regarding add'l contact info. According to the facility rep, no pt injury or medical intervention had been reported related to the device. No add'l info was available. Unit further info can be obtained, the complaint will be handled as an over infusion.

Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available.